Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown side on (B)(6) 2009. Legal counsel further reports patient allegations of pain and difficulty walking. No revision procedure has been reported to date. A review of invoice history confirmed the initial surgery date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.